Manufacturer narrative:
Investigation: two samples received for investigation. Upon observation of the first syringe, the sample present a severe damage in the barrel and plunger that start in the 2 ml scale until the end point of syringe. Observation of the second syringe the barrel is cracked from the 1 ml to 3 ml line. Possible root cause for the cracked barrel, it was found that this defect was generated in the conveyor belts prior to the marking stage, due to a saturation of the product in the marking hopper, this causes the barrels to exert pressure on each other. Corrective action, the change of the feeder was made for a larger capacity for greater capacity in the machinery, the batch number reported was manufactured prior to the change. Possible root cause of the damaged barrels, during the transfer of the syringe, from the main guide to the disc, fractures in the syringe may occur. Corrective action include fixing the entry guide. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
Material no: 309657 batch no: 8255615. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringes were cracked and unable to hold the medication. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer reported two syringes that were cracked and unable to hold insulin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309657 batch no: 8255615. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringes were cracked and unable to hold the medication. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer reported two syringes that were cracked and unable to hold insulin.